Manufacturer narrative:
Claim #: (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -6.0/3.0/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was removed due to low vault without rotation. In a subsequent surgery later that day, a longer length lens was implanted and the problem was resolved. The cause of event is unknown.